Event description:
During assistance with a system error (se) 2240 (air in the line alarm) on the home choice (hc), during use, during dwell 4 of 6, it was revealed that the final line clamp was open. The technical service representative (tsr) assisted the home patient (hp) with troubleshooting and ending therapy. The tsr advised the hp to contact their peritoneal dialysis registered nurse (pd rn). During follow-up the home patient (hp) was asked about the reported problem. The hp stated for that evening they ended therapy on the machine and then used manuals to drain out. They stated they continued on the machine the next evening. The hp stated they did forget to close the clamps and they are making sure they do not repeat the same error again. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) occurred during dwell 4/6 was confirmed and the cause is due to use error. Per the complaint information the cause of the se 2240 is due to the patient having a clamp open on an unused supply line. The hp stated the alarm was their fault they had one of the clamps open. They checked the lines and bags and found that the unused final line clamp was open. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.